Manufacturer narrative:
No blank display was not noted during testing. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump error 23 was found in the history files on (B)(6) 2025 at 09:04:00.000 until 09:36:48.000. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 08:26:59.000 in pump downloaded history during bolus. Pump was cut to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). No delivery/occlusion alarm, unexpected insulin flow blocked alarm, unexpected pump error 23 alarms and blank display were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, insulin flow block alarm and pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a and mmt-397a. Troubleshooting was partially performed for pump error 23. Troubleshooting was performed for insulin flow block alarm and the customer confirmed insulin did not exit during 5 unit fill cannula or pump alarmed. Customer was unable to complete set change. Troubleshooting was performed for blank display and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-332a and mmt-397a.